Event description:
It was further reported that the lesion was severely calcified and that the apex balloon was used to pre-dilate the lesion. The apex was successfully inflated one time, however, during the second inflation, the apex balloon burst.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the severely tortuous left anterior descending artery. The physician advanced the 15mm x 2.00mm apex over-the-wire balloon catheter to the intended location. It is unknown how many times the apex balloon was inflated, however it was noted that the apex balloon ruptured at 8 atms. The physician successfully completed the procedure using a different device. No patient complications were listed and the patient's status was reported as 'good'. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).